Event description:
It was reported that a cartridge change error occurred during the load sequence. Reportedly, the cartridge was reloaded and insulin delivery was resumed. There was no adverse impact to customer¿s blood glucose level.